Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in clinic. It was noted that the right ventricular lead exhibited high defibrillation impedance and has had a gradual increase in trend since implant. It was noted that the physician suspected possible lead issue or cardiac fibrosis but the cause was not confirmed. The physician elected to monitor the patient. The patient had no consequences.